Event description:
It was reported that the user chose to use one arm assemble on an unknown scooter. The user fell out of the scooter in the kitchen and sustained cuts and sought medical help for the cuts.